Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia repair, while placing the mesh with tackers after firing the first few tacks, the consultant was unable to apply the tacks to the mesh even after pressing the trigger in a proper manner. The tacks were not coming out from the shaft. It was noted that the surgical time was extended by 30 minutes or more. Mesh fixation was done with trans-facial suturing to resolve the issue. There was no patient injury.